Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had exhibited a power on reset (por) at an unspecified time. The ICD was interrogated by a programmer at the clinic but no further programming was needed. The ICD remains in use. No patient complications have been reported as a result of this event.